Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, upon removal of their sensor the wire was hanging from her insertion site. The sensor insertion was at the abdomen on the (B)(6) 2016. No additional even or patient information is available. The transmitter was removed prior to removing the sensor pod. The dexcom g5 mobile continuous glucose monitoring system states: do not remove the transmitter before removing the sensor pod from your body.